Event description:
Facility reported that shortly into hemodialysis treatment, the nurse noticed that the dialysate lines to and from the dialyzer were bright red. There was a blood leak on a first use dialyzer. Ebl >100cc. There was no pt injury reported.